Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failure alarm confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. Insulin pump error found in the pump history file due to software anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple insulin pump error alarm. The customer¿s blood glucose was 19 mmol/l. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the fill cannula was recorded in daily history. Troubleshooting was performed. Customer advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.